Event description:
Philips received a complaint by the customer on the v60 indicating that the device was running only on an internal battery and would not charge. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device was running only on an internal battery and would not charge. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse observed that the alternating current (ac) power cord was damaged and needed to be replaced. The fse therefore replaced the ac power cord and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.